Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during creation of the lasik flap in the right eye, there was a partial loss of suction, as soon as treatment had started. The surgeon completed the treatment; however, upon viewing the flap under the slit lamp, he noticed there was an incomplete side cut pattern. The surgeon decided not to lift the flap and aborted the procedure. In the opinion of the surgeon, it is unknown whether the laser caused or contributed to the event. In a follow up, the company representative reported that the surgeon did not notice any patient movement during the treatment.

Manufacturer narrative:
Evaluation summary: although the cause of the incomplete treatment can be attributed to the suction loss, it could not be determined why or how the loss occurred.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).